Event description:
A customer contacted beckman coulter, inc (bci) in regards to a leak from the front of coulter act diff hematology analyzer. In addition, the customer reported getting vote-outs on the wbc and differential parameters, and dots and aperture alerts on the rbc and indices. The customer was wearing ppe (gloves and lab coat) and no medical treatment was sought by the operator. There was no exposure to mucous membranes or open wounds. There was no contact with skin or eyes. The facility has an exposure plan in place and msds sheet was not reviewed. There was no death or injury and no effect to patient treatment.

Manufacturer narrative:
During troubleshooting the customer continued to wear ppe. The customer reported fluid dripping from the rbc bath but could not determine where the fluid was coming from. Service was dispatched but was unable to duplicate problem. Instrument operation and quality control was verified. The root cause for this event is unknown.